Event description:
It was reported that the tissue tore during a sling procedure and after the doctor had pulled the tissue through on the other side. When the doctor went to adjust the tension, the tissue broke approximately one inch below the trocar. The doctor was able to grasp the tissue with his fingers and finish the procedure. The pt went into retention and was taught how to self-cath and sent home. No further complications were reported. The rep noted that the doctor normally punctures the skin at the abdominal site with the trocar instead of a knife which would result in small incision to pull the tissue through.